Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high pacing impedance greater than 2,000 ohms and loss of capture at 7.5 volts at 2.0 ms. There were also episodes with noise and oversensing at approximately 185 bpm. Tachy zone programming was changed from two zones to one zone at 205 bpm. A revision procedure was performed and a loose setscrew was discovered. The setscrew was retightened and normal function returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.